Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A revision surgery was performed on (B)(6) 2023 using the blueprint planning feature. Stryker solar hemi was removed.